Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 1 year and 3 months due to prosthetic aortic valve endocarditis. Based on the op report, this patient has a history of 2 previous open heart surgeries. He had his first aortic valve replacement (avr) many years ago and subsequent to that in (B)(6) 2011, an aortic root replacement and avr was performed. However, recent echo revealed evidence of prosthetic aortic valve endocarditis and (B)(6) grew out of his blood cultures. He had transesophageal echo showing vegetations on the valve and also vegetations on his previous pacemaker leads. He had no evidence of cerebral emboli. Cardiac function was good. There was no leaking from the valve. During the operation, there were vegetations seen on the valve. The valve was removed in its entirety. A new edwards prosthetic valve was implanted with no perivalvular leaks. Ventricular function was good after coming off bypass. The patient was transferred to the ICU in critical but stable condition.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The explanted valve was reportedly discarded by the hospital. Unfortunately, the root cause of this event could not be confirmed without the sample device. However, the op report documents (B)(6) as the growth organism found in his blood cultures. No further actions are possible with the available information.